Event description:
It was reported that there were frayed wires on the power cord of the patient electronics device and sparking was observed. The unit was replaced and there were no adverse consequences to the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for evaluation. Visual inspection revealed that the power extension cable was frayed with exposed wires. The report of frayed wires on the power cord was not confirmed and there was no physical damage to the power cord or power supply. As received, the unit could not be turned on due to the frayed power extension cable. The backplate of the device was removed, and the power supply was connected directly to the device and the device was able to power on and send readings successfully. No loss or interrupted power was observed. The reported event that sparking was observed from the power cord and frayed wires were noted on the cord was confirmed for the frayed wires on the power extension able, sparks were not reproduced as device was not attempted to power on with frayed wires. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.